Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the proximal left anterior descending artery with moderate tortuosity, moderate calcification and 80% stenosis. Following pre-dilatation with three mini trek balloon dilatation catheters, a 2.75 x 28 mm xience xpedition stent was successfully deployed to treat the lesion; however, post deployment a distal end dissection was noted. An additional 3.00 x 28 mm xience xpedition stent was deployed to successfully treat the dissection. Post procedural results were reported as good with grade iii timi flow and no residual stenosis. There was no reported clinically significant delay in the procedure. No additional information was provided.